Manufacturer narrative:
Evaluation summary: in general, articular surface provisionals may become damaged through repeated use due to impactions seen during insertion and additional forces seen during removal. Articular surface provisionals should be replaced when the part is no longer functioning. Cause of failure appears to be normal wear and tear. Evaluation: as returned, both articular surface provisionals are fractured. The devices have potential field ages ranging from approximately 1.5 to 6 years and have been used an unknown number of times during that period. Both devices were found to be dimensionally conforming where measured.

Event description:
It is reported that the provisionals fractured during use.